Event description:
Alcl case report. (B)(6) female, (B)(6). Alcl diagnosis: date of diagnosis - (B)(6) 2011, anatomic site of alcl: left breast implant capsule primary site, confirmed by pathology. Initial clinical presentation (B)(6) 2010. This is (B)(6) female with a history of ductal carcinoma in situ of the left breast diagnosed in 1998. She subsequently underwent a left mastectomy where the specimen weight was 596 grams. She underwent immediate reconstruction with placement of submuscular tissue expander by plastic surgeon #1. The tissue expander was placed completely subpectoral and also in a subserratus pocket. The expander was removed in 1999 and replaced with a mcghan 440 ml dual-chamber silicone and saline-filled implant. She received no postoperative chemotherapy or radiation therapy. Within a year, she developed significant hardening and distortion of the left reconstructed breast with gradual elevation of the implant, tightening of the tissue around the implant, and discomfort in the left chest wall. She was seen in evaluation in 2006 by plastic surgeon #2, who re-operated on her left breast and removed the existing implant, performed periprosthetic capsulotomies which were not specified in the operative note, submitted capsular tissue for histologic examination (interpreted as negative) and replaced a smaller saline implant. This was an allergan-style 68mp saline implant, size 390-420 ml. This reconstruction was soft for several months, but within 1 year, she had recurrence of the capsular contracture with tightening of the tissue around the implant, gradual elevation of the implant location, and discomfort in the left chest wall. She was seen in evaluation in 2009 by plastic surgeon #4 who recommended that she consider revision of her reconstruction with the addition of an cellular dermal matrix to reduce the potential for recurrence of her capsular contracture around the device. Plastic surgeon #4 also recommended autologous abdominal flap reconstruction procedures. The pt was interested in considering a diep flap and plastic surgeon #4 referred her to me ((B)(6) surgeon #5) for evaluation and consideration of a free flap breast reconstruction procedure. The pt's past medical history was additionally significant for a history of hypothyroidism and bladder prolapse. Her medications included synthroid 88 mcg daily, vitamin d, and advil. She is a nonsmoker and drinks alcohol rarely. Initial physical examination, (B)(6) 2010, showed the pt was 155 cm tall, 70.3 kg. The left breast was absent through a transverse stewart-type mastectomy incision. There was an implant present in the subpectoral position on the left side. There was a baker grade IV capsule contracture around this device, which was rigidly affixed to her chest wall and somewhat tender to manipulation. The wounds were well healed with no evidence of scar hypertrophy. The right breast was more ptotic with a degree of pseudoptosis, lateral bottoming out and a wise-pattern scar from previous mastopexy - resulting in substantial shape and volume asymmetry. On the left side, the sternal notch to inframammary fold distance was 20 cm. On the right side, the sternal notch to inframammary fold distance was 23 cm. The mid-clavicular point to nipple distance on the right was 21 cm. Examination of the abdomen showed a generous amount of tissue in the lower 1/3 of the abdomen for abdominal flap consideration. Initial impression, (B)(6) 2010. This was a (B)(6) female with recurrent capsular contracture following 2 previous implant-based reconstruction surgeries on the left side. The left breast reconstruction showed elevation of the inframammary fold and a severe capsular contracture around the existing implant. I recommended removal of the existing left breast implant, reconstruction of the origins of the left pectoralis major muscle and reconstruction of the left breast with a free abdominal flap. Operative findings on (B)(6) 2011: the left breast implant capsule was opened and contained a cloudy yellow fluid under enormous pressure, the fluid squirted out of the capsular incision and traveled at least 56 inches. There was a collection of gelatinous material within the capsule as well as an intact saline breast implant. The capsule was thickened and covered with plaque-like lesions internally. A total capsulectomy was performed, the pectoralis major muscle was reattached to its 5th rib origins. The periprosthetic fluid was captured, and all material was sent for pathologic and cytologic evaluation including frozen section which was consistent with a diagnosis of alcl. The remaining reconstruction was abandoned pending final pathology evaluation specimen. Detailed pathology findings: left breast peri-prosthetic material. Large atypical cells present, most consistent with involvement by anaplastic large cell lymphoma implant, left breast implant capsule, involvement by anaplastic large cell lymphoma. (B)(6).